Manufacturer narrative:
The device was evaluated by olympus. The evaluation uncovered that the unit would not pick up ultrasound scopes but register regular scopes due to a faulty patient board set. Additionally, the evaluation uncovered worn out video connector latch which caused poor connection to pigtails. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
A user facility returned the olympus, evis exera iii video system center to olympus due to the device not picking up ultrasound scopes but registered regular scopes and not pigtails. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the event might have occurred due to the failure of the electronic parts of the patient board. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur.